Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the vessel sealer extend (vse) instrument was not sealing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the vse was inspected prior to use and there was nothing out of the ordinary was found. The issue happened when they were trying to use the vse to seal. The instrument never worked and would not seal or cauterize. During the sealing sequence, the customer did hear an audible signal (continuous tone) while the pedal was being pressed. The customer also heard the audible tones that indicates the seal cycle was completed. The customer stated they did observe tissue effect during the sealing cycle, but stated the tissue was not cut because it was not sealing. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue happened. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle.